Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and due to high blood glucose on (B)(6) 2018. The customer¿s blood glucose was 579 mg/dl at the time of the incident and current blood glucose was 203 mg/dl. The customer¿s blood glucose was 300 mg/dl. The customer had symptoms such as diabetic astroproysis. The customer was treated with insulin pump, intravenous fluid and shots for migraine and nausea and gave injection for insulin. The customer was advised to change and return the infusion set. The insulin pump will not be returned for analysis.